Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an internal brace anterior cruciate ligament surgery when pulling on the suture, the tip of the handle of the device broke. The broken off part was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the screw, and suture threader were not returned. It was also noted that the suture anchor broke across the suture eyelet hole. The top portion of the anchor was not returned for investigation. The cause remains undetermined, however, the method used to prepare the bone during the procedure as well as the bone quality encountered, were not recorded.